Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with calcification on the annulus and excessive leaflet redundancy. A mitraclip xtw (51024a3093) was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 20 degrees. To stabilize the clip, a second clip, a mitraclip xtw (51028a2116) was inserted and deployed on the mitral valve. However, it was noted that the second final arm angle (efaa) was not performed. It was noted that the second efaa was not performed due to the first clip being problematic and might have been what caused the first clip to reopen. The procedure was completed with two clips implanted, reducing mr to a grade of 1+. There was no clinically significant delay in the procedure.